Event description:
It was reported that a chest x-ray revealed that the lead insulation was abraded. The lead impedance was 190 ohms. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.